Event description:
It was reported that during an ipg replacement procedure (reference MFR. Report# 1627487-2019-05192) the lead was cut. In turn, diagnostics indicated the impedances were high on all contacts. As a result, the physician implanted two leads. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Date of explant should not have been included in the initial report.